Event description:
During treatment, the nurse was unable to insert the catheter and could not retract the canula to remove it. Ultimately, the medical device was removed from the patient's arm as is. No trauma, small bruise at the puncture site.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your report of complications during the insertion process was confirmed; however, the root cause could not be determined. Three photographs and one 22g insyte autoguard winged IV catheter were provided for investigation. The photos showed the needle protruding through the side of the catheter tubing. The needle was received fully retracted within the safety shield; however, the catheter tubing exhibited needle puncture damage near the tip. What appeared to be blood residue was visible within the catheter tubing, which indicates the damage likely occurred during use. The reported retraction issues could not be confirmed, but were likely associated with the needle protruding through the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.